Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed pim test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the pneumatic module assy and iabp passed pim test. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a